Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and patient was in good condition.